Event description:
It was reported that during replacement of the pulse genera- tor, the atrial lead capture threshold measured 3.0 v, 1 ms which was higher than noted in the patient's chart. The lead was explanted and replaced.